Manufacturer narrative:
E1 patient country: netherlands since no lot number is availabel, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number :(B)(4). Event occurred in netherlands it was reported that patient encountered lot of pavements and red place and patient also had some antibiotics no further information available .